Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the adhesive from the infusion set was not sticking to the patient's skin. The patient had two cannulas that fell off from the body. The patient had hyperglycemia. No adverse event was reported. Return of the suspect device was requested for evaluation.